Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open due to manipulation by the healthcare provider (hcp). The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 9mm and a 4mm neck diameter, and a landing zone of 3.8x4.1mm. It was noted the patient's vessel tortuosity was normal. It was reported that the pipeline appeared to be twisted after being overworked by the healthcare provider (hcp) being proctored by the main physician overseeing them. As a result, the pipeline failed to open in the middle section, but more than 50% had been deployed. It was noted the pipeline was in a proximal part of a bend. The device was re-sheathed less than or equal to two times, and no additional steps or other devices were required to open the pipeline. The device was re-sheathed, and removed from the patient. A new pipeline was introduced and deployed with no issue to complete the procedure. After the case, the main physician stated that it was not a device problem and that it should not have been manipulated the way it was and it would not have been an issue. Angiographic results post-procedure were good. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a shuttle guidecatheter, phenom 27 microcatheter, and anahi chikai guidewire.